Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for the trochanteric fracture of femur with the cement in question. During the surgery, at the start of mixing of the cement, the surgeon felt a different stiffness in the t-handle part of the mixer, a clicking sound was made. After that, at the timing of extracting into the syringe, the surgeon complained of a strange feeling that it was harder than usual, and started filling into the cannula was started at the same time. The first two(2) ml syringe was filled completely, but the filling was too hard in the middle of the second one, and it was already quite hard at the time when it was removed in order to connect it again and further filling into the body became impossible. Therefore, the surgeon attached a one(1) ml syringe from the outer edge of the blade and filled the implant with cement with a guide wire. The plan was to fill 2 - 4 ml of cement, but less than 1 ml of cement actually filled the bone head, leaving anxiety after surgery. The surgeon commented that he is concerned about the fixation because the amount of cement filled is small and spare devices should be prepared. Procedure was completed successfully with thirty(30) minutes delay. This report is for one (1) traumacem(tm) v+ injectable bone cement - sterile. This is report 1 of 1 for complaint (B)(4).